Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. Analysis of the submitted log file revealed a slight increase in power, and correspondingly flow, from the patient's baseline beginning on (B)(6) 2023. Power appeared to return to the patient's baseline by the end of the file. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii patient handbook is also available. The heartmate ii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was suspected thrombus in the rotor. The patient's numbers are usually flow 4.5, pi 7, and power 4.5. Now flow was up to 8-9, pi was down to 5, and speed was steady. Blood pressure was steady around 100/55. Auscultated with amplified stethoscope and noted rhythmic change in rotor sound. Thrombus was not confirmed and the event was described as being resolved on it's own. The patient also experienced elevated ldh.